Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a undergoing diagnostic procedure was performed when the issue occurred, and the procedure was cancelled due to footswitch losing communication issue. The philips field service engineer (fse) confirmed that wired footswitch was not working. Upon troubleshooting, fse found that the footswitch could not be securely attached to the receptacle on the table due to sheared screws blocking re-attachment. To resolve the issue, the fse replaced the table connector bracket and the d-sub connector hardware of the wired footswitch. On 19nov2024 same issue happened and resolved by replacing the wired foot pedal. After replacing the table connector bracket and the d-sub pins, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired foot switch lost communication and was not engaging fluoroscopy or exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.